Event description:
It was reported the customer experienced high blood glucose. The customer's blood glucose was 509 mg/dl. Customer treated their blood glucose with bolus corrections. It was also found the customer was feeling light headed from their high blood glucose. Troubleshooting did not find any air bubbles in the customer's tubing. It was also found the customer had a bent cannula after removing their infusion set. Customer was advised to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.